Event description:
(B)(4). At the time of implant I was a healthy (B)(6) recently divorced and was looking for an alternate birth control method. After a few consultations with my gyno and reviewing data sheets on essure, I had the implant done in (B)(6) of 2013. I had the iodine testing done in (B)(6) 2013 and all looked perfect. A few months later I started noticing weight gain, abnormal cramping and pain, fatigue and problematic periods. Lasting longer than usual and heavier than usual. I didn't take much stock in it at the time as I do yearly check ups with my gyno, am healthy and they didn't see anything unusual for my age. I trust my doctors. Chalked it up to premenopausal systems. This continued for over a year or so. I had my first event of over 2 weeks of bleeding in (B)(6) 2014. In early (B)(6) of 2014 they ran a CT scan and they couldn't anything abnormal to associate the long periods and heavy flow. The bleeding and cramping continued to increase. I was also experiencing depression, mood swings, hair loss and continued fatigue. In (B)(6) of 2015 I had a period that lasted over 3 weeks. Had an early check up with my dr and they ran a series of blood work. Nothing and it finally stopped in early (B)(6). My next cycle started in (B)(6) only 2 weeks after the last. Upon week 4 of bleeding I went to my gyno again. They decided to run another series of CT scans. It was then that they found the device had migrated out of my fallopian tube and was cutting into my uterus. They couldn't determine how long it had been in that position. All I knew was that I wasn't crazy, that my body was not lying to me and there was a major problem occurring. It was then that my dr said my only option was to have them removed. I had my hysterectomy on (B)(6) 2015. We had the uterus and both fallopian tubes removed. He was able to keep my ovaries in tact. I will have to get a copy of my file in order to show lab results